Event description:
The customer alleged that she performed a control test and received a result of 25 mg/dl. The normal control range was not provided, but should be around 90-125 mg/dl. No adverse events were alleged. The customer disposed of the control solution, so further troubleshooting was not possible. No product will be returned.